Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was displaying white color. Customer blood glucose reading was 150 mg/dl. Customer fell from a bike and broke the screen and buttons stopped working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with a constant flashing white light with lines and constant tone on the display due to cracked lcd glass and vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Unit was received with minor scratched lcd window and cracked select button keypad overlay.